Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was emitting tones. Device interrogation identified a battery depletion error. A review of the device data revealed the error message resulted from excessive magnet applications. The battery measurements have since recovered. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was emitting tones. Device interrogation identified a battery depletion error. A review of the device data revealed the error message resulted from excessive magnet applications. The battery measurements have since recovered. No adverse patient effects were reported. It was reported that this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.